Event description:
The customer reported that the system's cine disk would not retrieve the images. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of pt or staff injury was reported.